Event description:
It was reported by the patient that they experienced sharp pains and numbness. It was also reported that the patient was unable to have magnetic resonance imaging (MRI) due to an issue with the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.